Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 376 mg/dl and current blood glucose was 496 mg/dl. The customer is having problems with her bg rising and sure on how to adjust the insulin. Customer reported the following symptoms related to their high blood glucose was can not see very well . Customer treated high blood glucose with bolus and with insulin shot. Run load reservoir and fill tubing with current set and insulin exited at the quick release set. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.